Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer noticed the movement of the fenestrated bipolar forceps instrument's wrist seemed restricted in certain directions. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.